Event description:
Pump declared an altitude alarm 21. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Customer followed instructions to remove obstructions and clean speaker holes, resulting in successful resumption of insulin after waiting five minutes. Technical support confirmed issue resolution and provided tips to prevent future altitude alarms.